Event description:
It was reported that during a lap chole procedure, the device would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Jaw/cam interface disengaged. Evaluation summary: the analysis results found that the (B)(4) device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.